Event description:
It was reported that during device follow up with a new physician, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported previously undergoing a routine generator change out procedure for normal battery depletion. During that procedure, the physician opted to perform a defibrillation threshold (dft) test though the new s-ICD system, however, high dft's and two unsuccessful shocks through the s-ICD device were encountered, therefore the patient was successfully externally rescued. Subsequently, at that time, the physician opted to turn off device therapies. Ultimately, the patient was discharged wearing a lifevest. The patient presented to the follow up visit wearing the lifevest. The physician discussed treatment options and the patient is to contact their physician once they have determined their treatment decision. At this time, evidence suggests no additional surgical intervention has occurred and the device remains implanted. No additional adverse patient effects were reported. Additional information was received that this device has been explanted and replaced with a non-boston scientific implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during device follow up with a new physician, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported previously undergoing a routine generator change out procedure for normal battery depletion. During that procedure, the physician opted to perform a defibrillation threshold (dft) test though the new s-ICD system, however, high dft's and two unsuccessful shocks through the s-ICD device were encountered, therefore the patient was successfully externally rescued. Subsequently, at that time, the physician opted to turn off device therapies. Ultimately, the patient was discharged wearing a lifevest. The patient presented to the follow up visit wearing the lifevest. The physician discussed treatment options and the patient is to contact their physician once they have determined their treatment decision. At this time, evidence suggests no additional surgical intervention has occurred and the device remains implanted. No additional adverse patient effects were reported.